Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that a replacement therapy capacitor is needed. There was no reported patient impact or injury.

Manufacturer narrative:
Philips received a complaint on the heartstart mrx device indicating that in the defibrillation test, the defibrillation energy amount was 175.8j for a shock of 200j. There was reportedly no patient involvement. Available details indicate that the device had exhibited symptoms of a failure. The customer replaced the therapy capacitor with a known good testing capacitor, and the value became normal and defibrillation test passed. It was recommended the customer replace the therapy capacitor to resolve the reported issue. The device remains at the customer's site. No further action is warranted at this time.